Event description:
Customer reported issues with the insulin pump. Customer states that there was a button error alarm when she went hiking. Customer also states that the key pad of the insulin pump is unresponsive. The blood glucose reading is 139 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
No unexpected button error alarm was noted. No unexpected battery out limit alarm was noted. The insulin pump had intermittent up arrow and act button response due to corroded keypad traces. The insulin pump had a cracked case at the display window corners, minor scratches on the display window, a cracked reservoir tube lip, cracked battery tube threads, and a cracked belt clip slot. The insulin pump passed the displacement test, operating currents and the off no power test.